Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra completed its internal investigation on 06/08/2015. Results: device history record reviewed for lot #0308297 manufactured on may 6, 2014 show no anomalies related to the reported failure. This device passed all required inspection points with no associated mrr's, variances or rework. Two year lookback in complaint management system for reported failure and or related to "edging was sharp and notches in some" for this product ID shows that 3 complaints were received including this case. All three complaints were received on the same date by the same customer. No new design or mfg trends have been identified. Complaint not confirmed, there were no raised edges or sharp edges on returned product. Conclusion: no root cause analysis could be performed as the complaint could not be confirmed.

Event description:
This is the first report of three involving the same product. Cross reference with MFR. Report number 1222895-2015-00012 (pr 124673) and MFR. Report number 1222895-2015-00013 (B)(4). It was reported that a hrp- head ring post; has edging that was sharp with notches. There was no pt involvement with this event.